Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the act button was sticking. Customer's blood glucose was 292 mg/dl. Device had been dropped on the floor. Device had passed the self test. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. Device received with cracked battery tube thread, cracked reservoir tube lip and cracked case reservoir tube window corners noted.